Manufacturer narrative:
(B)(4).

Event description:
It was reported pt's device showed high impedances, greater than 4000 on all of the bipolar pairs. Pt was unable to determine if therapy was working. Impedance reading: c-0, c-1, c-3 >4000; c-2 =342 ohms. At the time of this report, no further details were reported. Add'l info was requested and will be provided when available.